Event description:
Complainant alleged that clinicians were monitoring the heart rhythm of a (B) (6), female pt; the device self-charged energy on its own. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.